Event description:
Procedure type: thoracotomy. According to the reporter: injury to patient: none, issue with device: would not open after use. Outcome of case: new device was used without a problem. If anything disengaged from the device, did it fall into the patient cavity: did this incident result in unplanned blood loss of 500cc or more: no. Was surgical time extended by more than 30 minutes due to this incident: no. Did this incident result in tissue damage: no. Did this incident result in tissue loss that was not initially planned: no. Was the incision extended by more than 1 inch due to this incident: no. Was the surgery converted to an open procedure: no. Was another manufacturer's reinforcement materials were used during the case: were any other manufacturer's products used with the device that is the subject of this report: no. Investigation of the product confirmed tissue in the jaws.

Manufacturer narrative:
(B)(4).